Event description:
The facility representative reported a flogard infusion pump with a 73 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported f-73 was confirmed and reproduced by technical services. The cause was not identified and the device was returned to the customer unrepaired. Should additional information become available, a follow-up medwatch will be submitted.